Manufacturer narrative:
Upon further review the cause of the peritonitis was due to a breach in aseptic technique. The breach was further specified as contamination of the sterile fluid path based on culture results. The cause of this peritonitis was use error due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy pd effluent. The cause of the event was unknown. On the same day as onset, the patient was treated with intraperitoneal vancomycin (dose and frequency unknown) and fortaz (dose and frequency unknown). Nine days later, the patient was admitted to the hospital and was treated with unknown antibiotics for the event. On an unknown date during hospitalization, pd therapy was discontinued due to the peritonitis event, the patient's pd catheter was removed and hemodialysis was initiated. Eight days after hospitalization, the patient was discharged from the hospital and was recovering from the event. No additional information is available.